Event description:
Report received of the cassette secondary port falling off of the cassette. The customer states that a standard IV solution was infused via the tubing set. An unspecified chemotherapy was to be infused via the cassette secondary port. The clinician connected the chemotherapy line to the cassette secondary port and then the port was reported to "completely fall off of the cassette". There was no report of chemotherapy contacting the pt or staff. The entire tubing set up was changed and the chemotherapy infusion initiated. The IV site remained patent. There was no report of adverse pt effect. Additional pt info was requested, but no further info was available.